Event description:
It was reported that 1 sec set no ports w/hanger dehp free each from lots 21039538 and an unspecified lot had issues with the tubing separating from the chamber and leaking saline into the hood. The following information was provided by the initial reporter: "this was a near miss for us so no patient impact. Essentially the bd secondary tubing just came apart at the chamber without any force. It actually happened when priming the line with normal saline so caused a small spill (ns only) in the hood."

Manufacturer narrative:
H6: investigation summary: one sample was received and investigated in vernon hills. The separation was immediately noticed and the customer's complaint has been verified. A microscope was employed to further investigate and the root cause of this failure was proven to be a lack of solvent. A device history record review for model 11448964 lot number 21039538 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 21039538, medical device expiration date: 2024-03-08, device manufacture date: 2021-03-08. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 sec set no ports w/hanger dehp free each from lots 21039538 and an unspecified lot had issues with the tubing separating from the chamber and leaking saline into the hood. The following information was provided by the initial reporter: "this was a near miss for us so no patient impact. Essentially the bd secondary tubing just came apart at the chamber without any force. It actually happened when priming the line with normal saline so caused a small spill (ns only) in the hood."